Event description:
It was reported that the needle was exposed on the bd phaseal¿ optima injector n40-o multipack. The following was received by the initial reporter: right before drawing chemo with the phaseal optima injector attached to a syringe, the customer noticed the needle exposed within the optima injector. They saw that the injector lacked an internal membrane. They did not see the membrane inside the injector or anywhere in the hood.

Manufacturer narrative:
H.6. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for lot 2305309, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified, all injectors were properly assembled and no membranes were observed to be missing or disassembled. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device. No issues related to this issue were identified during the inspection process. It is possible a misalignment during assembly prevented the grips from properly joining and not fully assembling the injector. Given the device records do not indicate any issue and retained samples met required specifications, we cannot verify this to be true for the incident reported, therefore a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the needle was exposed on the bd phaseal¿ optima injector n40-o multipack. The following was received by the initial reporter: right before drawing chemo with the phaseal optima injector attached to a syringe, the customer noticed the needle exposed within the optima injector. They saw that the injector lacked an internal membrane. They did not see the membrane inside the injector or anywhere in the hood.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.